Manufacturer narrative:
(B)(4). No additional information can be provided by the account.

Event description:
According to reporter, shavings from the inside of trocar cannula were scraping off and falling into the abdominal cavity. They believe this was occurring with the 12mm and 5mm opticals. They said it has happened in 3-4 cases over the last 3 weeks. There was no patient injury or hazard.